Manufacturer narrative:
The complaint was received via FDA on (B)(4) 2014. We have contacted the customer to try to see if product samples are still available for eval but they were not. The complaint sample was not returned, no mfg defect was reported. The bom for the (B)(4) was printed along with latex, labeling. No recent material changes have been made to the materials, the last was documented by eco (B)(4) in 2011, attached. Raw material number (B)(4) added as well as (B)(4). Additional material testing has been initiated by ra. Biocompatability testing showed no issue with the material to cause irritation. Correction: none required. Root cause analysis: unable to determine, several factors may cause allergic reactions including pts own sensitivity to prescriptions/chemical/materials/dyes (other than latex) as well as heat related rashes. Corrective action taken: no action required at this time, no mfg issue was found. Will be working towards notifying the hosp of our findings. No further info is available at this time. Will provide follow ups if info becomes available.

Event description:
Pt s/p c-section developed rash on abdomen two days after abdominal binder was in place. Md was called about rash and abdominal binder will not be reapplied to pt. Staff did not save the packaging so the lot and ref number are unavailable; however, the facility has had multiple similar problems with this device. Pts have developed a similar rash within 24-48 hours of placement of the abdominal binder. Previous product has been returned.